Manufacturer narrative:
Manufacturing records were checked confirming the batch numbers involved (lot 2125266 - smr reverse humeral body + lot 1920746 - smr connector small std) were manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. We will send a final incident report once the investigation will be concluded.

Event description:
Second revision surgery of smr reverse prosthesis performed on (B)(6) 2022 due to proximal humeral body dissociation. Clinical history of the patient: primary surgery, by implanting an smr anatomic prosthesis, was performed on (B)(6) of 2021; conversion from smr anatomic to smr reverse due to patient's cuff failure on (B)(6) 2022 (event registered in limacorporate complaint's database as complaint (B)(4), not reported as MDR since it was related to solely patient condition); revision surgery of smr reverse prosthesis performed on (B)(6) 2022 due to proximal humeral body dissociation [?] Object of this report. According to the complaint source, the treads of the connector screw were damaged from not being screwed in properly during the previous surgery. Event happened in us.

Manufacturer narrative:
Manufacturing records were checked confirming the batch numbers involved (lot 2125266 - smr reverse humeral body + lot 1920746 - smr connector small std) were manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. This is the first and only complaint for these lot's. The explanted items involved were returned to limacorporate for further analysis. From the visual analysis of the pieces, it is confirmed that 1374.15.310 the screw thread is damaged: it is supposed that the screw has been pointed incorrectly and therefore screwed badly from the beginning. No additional details were available on this post-operative issue, preoperative or post-operative x-rays were requested but not available. Based on the information received, we are not able to further investigate the root cause of the event. However, considering the facts: · checking sterilization on the manufacturing charts of the involved lot #, no pre-existing anomalies were found. · from the visual analysis of the pieces, it is confirmed that 1374.15.310 the screw thread is damaged: we can conclude that the event was not product related. Pms analysis according to limacorporate pms data, revision rate of smr connector small std, 1374.15.3xx is 0.004% for disassociation/disassembly. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR.

Event description:
Second revision surgery of smr reverse prosthesis performed on (B)(6) 2022 due to proximal humeral body dissociation. Clinical history of the patient: · primary surgery, by implanting an smr anatomic prosthesis, was performed on (B)(6) 2021. · conversion from smr anatomic to smr reverse due to patient's cuff failure on (B)(6) 2022 (event registered in limacorporate complaint's database as complaint (B)(4), not reported as MDR since it was related to solely patient condition); · revision surgery of smr reverse prosthesis performed on (B)(6) 2022 due to proximal humeral body dissociation. Object of this report. According to the complaint source, the threads of the connector screw were damaged from not being screwed in properly during the previous surgery. Patient - male date of birth - nov. 2nd, 1981 event happened in us. Components explanted; smr reverse humeral body, commercial code 1352.15.010 - lot #2125266 - ster. #2200005 smr connector small std, commercial code 1374.15.310 - lot #1920746 - ster. #2000020.